Event description:
It was reported that during meniscus repair surgery after using, suture was cut, when hook was used to confirm tightness, knot was loose. No patient injuries reported, it is unknown if there was a delay of back-up device available.

Manufacturer narrative:
One 72201494 ultra-fast-fix ab assembly-curved needle device used for treatment, was returned for evaluation. The complaint stated: ¿after using, suture was cut, when hook was used to confirm tightness, knot was loose¿. The blue split protective cannula was not returned. Depth limiter was attached and trimmed. T1, t2 and suture were attached to the delivery needle. T1 was wedged perpendicular in the rail tip. The rails were pinched at the distal tip near the intended crimp. The needle was bent toward the left, slightly bowed. These conditions contributed to the failure of proper anchor travel. The report was not confirmed. Inadvertent twisting or over flexing of the needle track, whether temporary or permanent, may encourage unintended release or retaining of anchors. This product requires user controlled actions to physically advance, position and strip the anchors off the needle. There is no automatic deployment mechanism or deployment. Per IFU: ¿it is normal to encounter resistance prior to achieving the ready position. A snap or click will be heard when the trigger is fully advanced, ensuring that the implant is fully seated at the end of the needle¿. Complaint review revealed one related complaint for the history of this production lot. No root cause related to the manufacture of the device was confirmed. Product met specifications upon release to distribution.